Event description:
The customer has reported through a request for repair that while using an endostat ii electrosurgical power generator during an unknown procedure with a snare device (snare type and date of procedure are unknown), the alarms sounded intermittently and the tip of the snare jolted the patient upon contact. The physician changed the grounding pads and the snares but the intermittent issues persisted. No patient injury or ill effects were reported as a result of these issues.

Manufacturer narrative:
During medical scientific evaluation, it was found the unit had high bipolar output. The unit required calibration for the bipolar output. A snare used during event is a monopolar device. The monopolar output was found to be within specifications. The unit passed all other visual, mechanical, and electrical evaluations. All required calibrations were completed, then the unit was retested. The unit was found to meet all specifications and was sent back to the customer.